Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to a non-healed fracture of the hip treated with a 36mm dynamic hip screw (dhs). The patient was initially implanted on (B)(6) 2015 with the 36mm dhs screw, a plate and a second dhs screw. The 36mm dhs screw was used to compress the fracture and there was some conjecture as to whether the screw remaining implanted had stopped the guided collapse of the construct, inhibiting healing. The surgeon also felt that the initial implant was not placed at the appropriate angle. The initially implanted hardware was removed during the revision surgery, a graft was harvested and the site was packed. A 135 degree angle plate was implanted. After the case the surgeon assessed the initial construct that was removed and determined that the compression screw did not stop the guided collapse and would not have hindered healing. This report is 1 of 1 for (B)(4).